Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. The customer reported dosing with insulin based on readings received in the incorrect unit of measure, and then reported losing consciousness. Customer regained consciousness after approximately 90 minutes and administered dextrose to stabilize glucose levels. There was no hospitalization reported.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.